Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the distal area of the ceramic sleeve measuring .092 in length broken off. The broken piece was not returned with the instrument. The spatula showed no sings of damage. Failure analysis concluded the damage was likely due to mishandling / misuse. An additional observation not reported was both pulleys had multiple indentations on the edges. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken ceramic sleeve could likely cause or contribute to an adverse event if the failure mode were to recur. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the insulation tip was broken on the permanent cautery spatula instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury or reports of fragments falling into a patient.